Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator will not boot up. The fse reported review of the device diagnostic log indicated a vent inop condition due to air valve liftoff failure. The customer reported there was patient involvement and no patient harm.